Manufacturer narrative:
This report is being sent in correction for the health impact grid from f26t to f27. Original MFR report number 3003832357-2025-000870.

Event description:
This report is based on information provided by remote service engineer rse and was under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the capnometer line is clogged. No patient impact as the device was at the bench at the time.